Manufacturer narrative:
The returned device was evaluation and the reported malfunction was confirmed. Its root cause was determined to be caused by an assembly error. The release bar was installed incorrectly. An investigation into this issue was conducted and manufacturing work instructions and training procedures were updated. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated a pod on (B)(6) 2013 at 8:45 pm. At 9:43 pm, her blood glucose result was 134 mg/dl, and she gave herself a .15u bolus. At 10:03 pm, she consumed 25 grams of carbohydrate and gave herself a 3.55u bolus. At 11:04 pm, she gave herself a 1.3u bolus. She reported the following history for (B)(6) 2013. Time: 1:27 am, bg result: 285 mg/dl; time: 2:58 am, bg result: 389 mg/dl; time: 3:30 am, bg result: (no result), bolus: 4u (manual). At 3:49 am, with a result of 220 mg/dl, she gave herself a 2u bolus and changed the pod. She stated that she checked the cannula and it had never fired.